Event description:
It was reported that the asymptomatic patient did not receive tachycardia therapy. No intervention had been performed. The patient remained asymptomatic and would continue to be followed.

Manufacturer narrative:
(B)(4).